Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported stimulation was lost approximately one month ago(date of event unknown). Reportedly, diagnostics on all contacts reveal low impedance measurements. Troubleshooting was attempted to no avail. Furthermore, x-rays taken appear to be normal.. Surgical intervention may be taken as the next course of action.

Event description:
Further follow-up revealed the physician believes a fluid leak is at the header.

Event description:
Follow-up identified surgery took place during which time the ipg was explanted and replaced with a new model. Stimulation was restored postoperatively. The issue is resolved.